Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a complete se to treat a severely calcified and moderately tortuous lesion on external iliac arterial with 99% stenosis. The device was inspected prior to use with no issues noted. Gap was not noticed between the retractable sheath and the tip when device was removed from the packaging. The red clip was in the correct position when the exposed stent was noted. Force was not applied to the tip of the device during prep pre-dilation was not performed. During the operation, prior to attempting to cross the lesion, the physician met high resistance when loading the device onto the guide wire (brand unknown). The guide wire had been examined and flushed prior to use. The guide wire lumen of the device was flushed prior to use. The guide wire had been used successfully with previous devices. The stent could not cross the lesion and deploy. It was noted that the tip of the device was damaged. It was replaced by another one of the same model using the same guide wire to complete the operation. No patient injury was reported as a result of the event.

Manufacturer narrative:
Product analysis: there was residue visible on the device indicating that the device had been previously used. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed the blue slider was correctly positioned. Review of the inner member confirmed that no detachment had occurred. No resistance was encountered passing a 0.035 inch patency mandrel and a 0.035 inch guidewire along the inner lumen of the device. The stent was deployed with no issues noted. There was no deformation evident to the stent or the delivery system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.